Event description:
It was reported by the rep the device was used during an abdominal hysterectomy. It was reported the tlc55 bleeding was experienced at the stapler line when stapling the broad ligament. Staple line was oversewn to complete the case. There was no consequence to the pt. 3/26/98 the tcr55 was used and there was bleeding wiith the first and second firing.

Manufacturer narrative:
D6: device returned with no lot identification. Proximate linear cutter reloading unit with safety lockout: based on the information received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The cartridge was received in good condition. The cartridge was received empty. As the cartridge was empty, further functional testing could not be performed.